Manufacturer narrative:
The device is available for evaluation. It is yet to be received.

Event description:
The customer reported a primary plum set that is leaking during use with chemotherapy drugs. The event occurred on an unknown date. There was unknown patient involvement.

Manufacturer narrative:
One (1) used 142550489 ndehp pe-lined plum 0.2flt-sl was received on july 24, 2019 for evaluation. No visual defect in the 67-1659 filters. The drip chamber was not returned, examination of the tube shows that it was cut. The set was leak tested. There were no leaks were observed anywhere along the fluid path, no leaks observed in the inlet and outlet filter, and no leakage observed in the filter. The set met product specifications. The complaint of leakage could not be confirmed. A batch record review was performed to lot# 948125h, list# 14255-0489 and no discrepancies that may have contributed to a complaint of this nature were found. Date returned is july 24, 2019.